Event description:
It was reported that the procedure was not completed and it was unknown if the patient was sedated. A rotablator console was selected for use. Prior to the procedure, air leakage from foot pedal was found and the procedure was not completed. No patient complication or other additional intervention reported, and patient was stable.